Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. There is no information regarding the patient¿s medical history including a latex allergy or behavior. Per the IFU and product label, ¿warnings: the product contains natural rubber latex, which may cause allergic reactions.¿ it is feasible to suggest that the ¿cellulitis¿ could actually be an allergic reaction. There is no information regarding patient behavior, maintenance of the device or securing of the device that may have contributed to the device being opened or disconnected from the tube feeding that would have caused it to leak onto the abdomen and thereby cause some cellulitis or skin irritation. The cellulitis has not been confirmed. There is some evidence from the son that the patient pulled out the gastro-jejunostomy catheter. It is feasible to suggest that a confused or restless patient could pull out a feeding tube. At this time, the leading cause of this event is patient non-compliance related. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A lot number was not provided, therefore a review of the device history record for same-lot complaints and non-conformances could not be performed. Current manufacturing documentation was reviewed and determined that the device undergoes quality control inspection for multiple device features and attributes. No notable gaps in the manufacturing process were identified. The device is provided with an IFU that describes the intended use of the device, including instructions for securement and fixation of the catheter. Specifically, a suture is pulled tight to form a loop that secures the device inside the patient. The suture is wrapped around the catheter, secured, and covered with a sleeve. The user is instructed to "attach the catheter to the skin surface using the physician preferred method of attachment. It was reported that the patient pulled out the tube. This could have been caused by excessive force, inadequate device fixation,or inadequate design manufacturing of the fixation components of the device. The root cause has been selected to be related to product use/handling. It is most likely that excessive pressure applied by the patient resulted in the device being pulled out. We have notified the appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported the following via fax: "nurse reported peg j tube replaced (B)(6) 2017; also reported cellulitis: took bactrim-now complete." It was later clarified by the patient contact that their ultrathane shetty single lumen gastrojejunostomy catheter was replaced because the patient had pulled their j tube out. The patient contact stated that the cellulitis may have occurred at the stoma site, but the contact clarified that they were unsure if this was the case. A gastrointestinal nurse familiar with the case was able to confirm that the tubing was replaced on (B)(6) 2017, but further information regarding the cellulitis was reportedly unavailable. The customer has indicated that the device will not be returning for evaluation.